Manufacturer narrative:
Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient status update: surgeon reported that the patient's symptoms resolved after plate removal. This is report (update) 1 of 7 for (B)(4).

Event description:
Reportedly the patient was implanted with vectra t plate construct on (B)(6) 2013. Patient discovered that the vectra t plate contains nickel. The patient was scheduled for an appointment with the surgeon on (B)(6) 2014. The surgeon saw the patient and reportedly she did not have any problems. On (B)(6) 2014, the surgeon reported the patient complained of throat swelling and difficulty swallowing. The surgeon examined the patient but did not observe the reported symptoms. Patient claims to have a nickel allergy. Patient was returned to the operating room on (B)(6) 2014 for revision surgery to remove hardware. All hardware was successfully removed. Patient did not receive a new implant construct. This is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.